Event description:
It was reported that the patient was presented to the emergency room due to unresponsiveness. An interrogation noted the right atrial (ra) lead with undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1258t competitor implantable pacing lead 2011 (B)(6); 694765 implantable tachy lead 2011 (B)(6). (B)(4).